Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jul-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that he was no longer getting relief and could no longer feel paresthesia when ins increased. Upon interrogation, manufacture representative (rep) found all 16 electrodes had impedances > 10000. Rep attempted several impedance checks. Could not program on any of the 16 electrodes. Patient wants ins replacement and will reevaluate leads at that point and will do a lead revision if necessary. Rep spoke with the managing physician and surgery is not yet scheduled at this point.